Event description:
It was reported that the monitor of the iacs system fell on a nurse who declared an accident at work. The outcome of this event was that the nurse was unable to work for a short time (one or two days). There were no permanent consequences to the nurse.

Manufacturer narrative:
The concerned monitor was attached with the means of a gcx arm to a ceiling pendant unit. Drager has determined that the root cause for the reported detachment were the screws used for the assembly. During the installation, incorrect screws were used to assemble the gcx holding arm. The screws at the affected device as well as the screws at all other beds were exchanged. After exchanging all the screws installed in the hospital, the problem was solved. Similar problems of these gcs arms due to the use of improper screws have previously not been reported to drager. Therefore this event is considered isolated.